Manufacturer narrative:
Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it was reported that the setting instrument could not be attached to the threads. The setting instrument was exchanged intraoperatively, but still the threads could not be fixed. The operation was finished with the 3rd cup and the same instrument. Review of received data no medical data such as x-rays, surgical notes or any other case-relevant documents received devices analysis: - visual examination: 2 allofit alloclassic, shell with polar screw plug, uncemented, 56/kk from different lots were received for the investigation of the case. The shells show signs of usage. The threads of both devices are completely damaged. Inside the shells multiple scratches around the thread and couple of nicks just below the rim are visible. Some small bone remains are also noticeable at the outer surface of the shells. - functional test of the shells with an impactor is not possible as the threads of the shells are completely damaged. Review of product documentation the correct implantation of the device is explained in the surgical technique for allofit/allofit-s alloclassic acetabular cup system. Conclusion summary: it is highly possible that due to a an incorrect mounting procedure the threads could be damaged as in this case. Most probable explanation of this situation is that shell impactor was hit without being properly screwed in the thread. The scratches within the inner surface of the shells possibly occurred while the surgeon was trying to screw the impactor after the thread was already damaged. However, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for further corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer reference number of this file is cmp-(B)(4).

Manufacturer narrative:
The manufacturer did not receive devices for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that in a surgery on (B)(6) 2016: " the setting instrument could not be attached to the threads. The setting instrument was exchanged intraoperatively, but still the threads could not be fixed." And it was also reported: the surgery "was finished with the 3rd cup and with the same instrument." The surgery was delayed for 5 minutes. No further information about the event is available so far. Additional information has been requested and is currently not available.